Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Model number d354trg is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. Evaluation summary: (B)(4): upon analysis, no anomalies were found. (B)(4): no anomalies found, however the defibrillation coil was distorted, the outer tubing overlay had cosmetic environmental stress cracking, there was blood in/on the helix/lobe mechanism, there was tissue on the helix, there was apparent explant damage and the lead was stretched; full lead in segments returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Model number d354trg is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. Evaluation summary: (B)(4) - upon analysis, no anomalies were found. (B)(4): no anomalies found, however the defibrillation coil was distorted, the outer tubing overlay had cosmetic environmental stress cracking, there was blood in/on the helix/lobe mechanism, there was tissue on the helix, there was apparent explant damage and the lead was stretched; full lead in segments returned and analyzed.

Event description:
It was reported that there was an alarm due to a sudden increase in right ventricular (rv) lead impedance. It was also reported that the rv lead was oversensing. The rv lead was explanted and during the replacement procedure it was noted that there was a connection issue and it was suspected that the set screw mechanism was broken. Both the rv lead and the device were explanted and replaced. It was noted that the patient was part of the (B)(4) study. No patient complications have been reported as a result of this event.